Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation to suture the peritoneum, the crimped part of the needle and thread had came off. Another new suture was used without issue. There was no patient involvement.